Event description:
A user facility reported to olympus that the image froze. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
An olympus field representative performed an onsite visit to assist the user facility in troubleshooting the reported problem. It was determined by the representative that the problem had been discovered to be a splitter cable issue that is in an advanced room and the freezing issue was resolved due to recently new equipment installed. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the frozen image could not be identified. However, it is likely the cause is related to the user¿s handling method. Olympus will continue to monitor field performance for this device.